Manufacturer narrative:
(B)(4). Medical devices: acetabular liner, unknown part/lot, screw, unknown part/lot, cerclage wire, unknown part/lot, quantity 2, 11-302102 arcos troch claw small 100mm, lot 085570, 11-302142 arcos lateral troch bolt 42mm, lot 398520, acetabular cup, unknown part/lot, femoral head, unknown part/lot. Report source- foreign. The event occurred in (B)(6). The reported event could not be confirmed as the product was not returned, no visual and dimensional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a complaint history review based on the provided information. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a loose femoral fragment. No further information has been made available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.